Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device under PMA/510(k) k211874. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: ivc filter placement was performed. The access was gained from right jugular vein. The user performed withdraw the introducer sheath and advance the introducer sheath over the filter two times, then, he attempted to withdraw the introducer sheath third time, the filter has released without pushing red safety button. Fortunately the filter was placed in a good location so it was left in place. Patient outcome: there have been no adverse effect to the patient reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4) after investigation the event for this pr# is no longer reportable. Summary of investigational findings: when the physician attempted to re-sheath the filter a third time, the filter released without pushing the safety button. Fortunately, the filter was placed in a good location, so it was left in place. The jugular introducer was returned for device evaluation the jugular introducer was observed with a kink which could be due to shipment. The grasping hook was stock and impossible to get out, so the jugular introducer was soaked in water which resulted in that it was possible to activate the grasping hook. It was observed that the grasping hook was pulled out of shape. It was possible to attach a test filter to the grasping hook, but the grasping hook could not fully cover the filter hook. The cause for the reported failure cannot be determined, based on the device evaluation. However, as it was observed that the grasping hook was out of shape this could indicate that some force was used during repositioning of the filter. If excessive force were used this could cause the filter to pre-release without pushing the safety button but this is purely speculations. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. The IFU states if the filter is not in the desired position, carefully advance the introducer sheath over the filter until right before the anchors. Reposition the system as desired, and again withdraw the introducer sheath and protection sheath until the protection sheath and jugular introducer handle are in contact with one another, completely exposing the filter. There are adequate controls in place to ensure the device was manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.